Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
"12/25/19 I found the unit in biomed with a note, "" unknown error"" I trouble shot unit and found a pressure issue. I believe I need a new part 49000540 to finish trouble shooting the unit. 12/27/19 I removed and replaced the pressure sensor. 12/31/19 took out the sensor and re installed unit now passing all tests, a pm was done for qc no issues found"